Event description:
The customer reported to olympus that while using the evis lucera duodenovideoscope, there was deterioration of the forceps lifting wire. There was no patient harm associated with the event. The device was returned and evaluated, and the adhesive part of the lighting lens was found to be peeling off; there was a gap in the glued end or dirt had entered through the lens cap. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to fraying of the forceps wire. The adhesive part of the lighting lens had come off, the curved rubber bond was cracked, the bending angle was insufficient due to elongation of the angle wire and play of the angle knob was out of the normal state due to elongation of the angle wire. Additionally, the water tightness around the forceps opening was not maintained, scratches were found on the grip, liquid leakage to both the electrical connector and scope connector were observed, scratches were found on the scope connector, and deformation of the air/water nozzle was found due to collision of the tip. Scratches on the insertion tube and the operation part were also found, the operating part was discolored, scratches were found on the tip cover and operation unit cover, scratches on the up/down (ud) knob and ud angle fixing lever, scratches were found on the right/left (rl) knob and the rl angle fixing knob, and scratches were found on the universal cord and the scope connector side. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction: device manufacture date- may 21, 2015 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. The event can be prevented by following "operation section handling and general precautions" in the instructions for use. Olympus will continue to monitor field performance for this device.